Event description:
Healthcare professional reported implantation of seri with a concomitant silicone breast implant on (B)(6) 2013 during primary reconstruction surgery. Patient presented on (B)(6) 2013 during primary reconstruction surgery. Patient presented on (B)(6) 2014 with right side breast "redness, swelling and irritation," which were determined to be secondary to a diagnosis of seroma. Seri and the silicone breast implant were both explanted and discarded on (B)(6) 2014. During explant surgery, physician noted non incorporation of the seri device.

Manufacturer narrative:
Explanted device has been discarded. The events of seroma and tissue non integration are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because med intervention was required, although device-relatedness has not been established.